Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a severely calcified and tortuous lesion exhibiting 95% stenosis located in the mid left anterior descending artery(lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated 4 times at 8atm for 6 second durations. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that the stent failed to cross the lesion due to lesion calcification. Upon removal of the stent from the patient deformation was noted the front of the stent. The patient was reported to be alive with no injury.

Manufacturer narrative:
Patient weight. If information is provided in the future, a supplemental report will be issued.